Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. Prior to the patient passing away, on an unreported date, the patient was hospitalized for cardiac arrest and an unrelated event. Two days prior to passing away, while hospitalized, the patient had a heart attack. The treatment received while hospitalized was not reported. Subsequently, the patient died while hospitalized. On an unreported date, the pd therapy was discontinued and the patient was switched to hemodialysis therapy prior to death. It was not reported if an autopsy was performed. No additional information was available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, the patient was performing capd (continuous ambulatory peritoneal dialysis) not apd (automated peritoneal dialysis) as previously reported; therefore the device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.